Event description:
It was reported, that no audio output occurred. It was indicated, that the patient was using an unsupported operating system, which is misuse of the device. The patient experienced no audio output from the phone. On (B)(6) 2024, the patient said, the readings went to low and she confirmed with her bg meter showing 40 mg/dl. The patient said, she was not feeling well and unable to move. The patient called her husband for help. The symptomatic hypoglycemia was treated with carbohydrates and the patient recovered after treatment. At the time of the report the following day, the patient was ok. Data was evaluated and data investigation could not confirm, the no audio alert on the mobile app. Patient reached their high threshold of 250 mg/dl at 11:46 pm on (B)(6) 2024. Patient received, their initial high alert at 11:46 pm, which was vibration only. Five minutes later at 11:51 pm, patient received, another high alert at fifty percent volume. One minute later at 11:52 pm, the high alert was acknowledged. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect: clinical code, e0122 movement disorder.